Event description:
Syringe pump alarmed - pump failure - while continuously infusing vasopressin drips to patient. Syringe was immediately transferred to available syringe pump to maintain continuous infusion.